Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported abdominal fullness, discomfort, and fluid overload. There is a possible causal relationship between the adverse event and the liberty select cycler, however, there is no documentation in the complaint file showing a causal relationship. Additionally, there is no allegation of a machine malfunction reported for this event. No treatment records are available for review and the liberty select cycler has not been returned for evaluation. Based on the available information and known risk for an overfill event with the use of the liberty select cycler, a possible causal or contributory relationship between the patient¿s adverse event(s) and the liberty select cycler cannot be excluded. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported fluid overload remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritonea dialysis (ccpd) for renal replacement therapy reported that the patient was hospitalized shortly after beginning pd therapy. Per the pdrn, the patient was fine during training on pd therapy but less than a week later they presented to the emergency room (ER) with signs of overfill such as abdominal fullness and discomfort. The patient had stated that they felt that the dialysis was not working. Additional information was obtained during follow up with the pdrn. It was confirmed that the patient was admitted to the hospital with a diagnosis of fluid overload after presenting with abdominal fullness and discomfort. The patient experienced an anaphylactic reaction to the pd dialysis solution used in the hospital (not a fresenius product) due to the anaphylactic reaction during the hospitalization, the patient was transitioned to hemodialysis (hd). Hospital course for the fluid overload is unknown. The patient was discharged after six days and continued hd therapy.